Manufacturer narrative:
Date of report: 09/06/2018. Date received by manufacturer: 06/05/2018. Correction: (conclusion code). The power supply assembly was returned to philips for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. The power supply was attached to the direct current power supply. Testing revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required the capacitor signal was dropping. The failure of the capacitor prevented the power supply from operating on ac power.

Event description:
The customer reported a ventilator with diagnostic code 1014 (post timer/ 24v failure). No patient involvement.